Event description:
Update was received that the patient had their vns explanted. The suspect device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient wanted their device removed due to irritation. The device has been disabled for some time now. It was later reported that the device disablement was for patient comfort and that the irritation was determined to be caused by the presence of the vns. Additional information was received stating that the patient has been referred for surgery to have their device explanted due to the irritation they are experiencing with the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.